Manufacturer narrative:
Product complaint # (B)(4). Investigation summary :no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. Cement manufacturer was unknown. It was also reported that the patient was complaining of stiffness. Patient was scheduled as a poly swap vs femoral revision vs full revision. Poly was extracted. Femur was tapped on to check fixation and it appeared well fixed. Tibia was also tapped on to check fixation and came out with a few taps with a mallet on the underside of the component. Femur was then also extracted and an attune revision fb cemented stem component was implanted. Patella was retained. I was only able to get the lot number off of the tibial tray. Doi: unknown, dor: (B)(6) 2020, right knee.